Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the correct date of explantation surgery was (B)(6) 2017. Mentor also became aware of the patient's identifier. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast cancer, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5093610) that a female who underwent breast prosthesis implantation surgery with two unspecified mentor saline breast implants, reports symptoms of heart palpitations and burning mouth and a diagnosis of cancer. As per the patient¿s report, the patient had been experiencing occasional symptoms of heart palpitations and burning mouth. In 2017, the patient was diagnosed with breast cancer. She had a bilateral mastectomy in 2017, in which her mentor implants were replaced with allergan smooth silicone implants. This medwatch form is for the left breast prosthesis.